Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication. On an unknown date, the patient was treated with intravenous meropenem (1 gm per day, ongoing) for the peritonitis event. The patient was recovering from the peritonitis event. Pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5: it was reported on an unknown date, the peritonitis reoccurred. Should additional relevant information become available, a supplemental report will be submitted.